Event description:
As reported by our affiliates in italy, this was a case with a 23m sapien 3 ultra valve, in aortic position by transfemoral approach. The vessel was not pre-dilated. During the procedure, unusual resistance was felt when the valve crimped on the delivery system left the esheath+. After valve deployment, the delivery system was successfully removed as a single unit. After removing the esheath+, a circumferential cut was noticed near the tip of the esheath+. The procedure was successfully completed without any complications for the patient.

Manufacturer narrative:
H11: correction to section e1- telephone number. Updated sections b5, h3, and h6- type of investigation, findings, and conclusions. The returned device was visually examined, and the following was observed: the liner was fully expanded as designed. The distal tip was torn circumferentially, with misaligned score line location. Imagery was provided, and the following was observed: the liner appears fully expanded. The sheath distal tip was torn radially after removal from the patient. The complaints for torn sheath distal tip and resistance between system components causing difficulty advancing through the sheath were confirmed per evaluation of the returned device and provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per evaluation of the returned device and provided imagery, the liner was fully expanded, and the distal tip was circumferentially torn. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and, further lead to the distal tip tear. In addition, patient's access vasculature was characterized by "moderate degree of tortuosity." Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in china, this was a case with a 29mm sapien 3 valve, in aortic position by transfemoral approach. After valve deployment and removing the esheath, it was realized that the distal tip was damaged. The distal tip was torn as per the pictures provided. During the procedure, there were a little resistance during esheath insertion and advancement of the delivery system through esheath. There was no harm to the patient.

Manufacturer narrative:
Updated section b5.

Event description:
As reported by our affiliates in italy, this was a case with a 23m sapien 3 ultra valve, in aortic position by transfemoral approach. The vessel was not pre-dilated. During the procedure, unusual resistance was felt when the valve crimped on the delivery system left the esheath+. After valve deployment, the delivery system was successfully removed as a single unit. After removing the esheath+, a circumferential cut was noticed near the tip of the esheath+. The procedure was successfully completed without any complications for the patient. Pre-decontamination observation noted that the esheath+ distal tip was split.